Event description:
On (B)(4) 2012, the baxter global clinical reps made an on-site visit to the customer during which the customer advised that the one-link needlefree connector is disconnecting when first applied to the clearlink continuflo-set; it does not behave the same as when connected to a clearlink extension set. It is unknown when or in which care area this event occurred. There was no report of patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a customer sent one (1) actual one link sample and one (1) clear link set for an evaluation. The one-link device was separated from the male luer of clearlink set. The one-link device was then visually inspected for any obvious defects. The male luer of the clearlink set was also visually inspected for any obvious defect and iso gauged. The one-link device and the clearlink male luer were then mated together as called out in their respective labeling. The setup was checked for separation visually and by physically pulling on the tubing of the clearlink set while holding the body of the one-link device. The luer collar of the of the clearlink set was then removed. Visual inspection showed that the setup remained intact with no back-off or separation noted. No further testing was performed. Because no obvious visual defects were noted and the returned samples showed no back-off or separation when mated correctly, the complaint will not be confirmed. The cause of the reported condition was not identified. The direction insert was found to be sufficient in providing information concerning luer connections prior to use.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided.